Event description:
Paramedics were using the device in an attempt to perform routine monitoring of a non critical pt. Reportedly, the device screen was dark and unreadable. A backup device was used to continue pt monitoring.